Manufacturer narrative:
Device not received.

Event description:
On (B)(6) 2017 a carbomedics m7-031 mechanical heart valve was implanted. On (B)(6) 2018 the valve was explanted and a second carbomedics m7031 mechanical heart valve was implanted. The physician explained that the device was explanted for endocarditis and abscess. There was no valve dysfunction. The patient has recovered well.

Manufacturer narrative:
The manufacturing and material records for the carbomedics standard mitral valve, model #m7-031, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed. The results confirmed that this valve satisfied all material, visual, and performance standards required at the time of manufacture and release. The device history record review performed showed normal valve functionality at the time of manufacture and release. In addition, the physician analysis at the time of explant noted no valve dysfunction. Based on this the root cause can be attributed to patient condition and is deemed to be not valve related.